Event description:
It was reported that the user experienced episodes of low and high blood glucose while using the ilet with a paired cgm, including hypoglycemia in the 50s and hyperglycemia up to 267 mg/dl, with the high lasting approximately three hours; the device alerted for both conditions, the user treated the low with oral carbohydrate, and hyperglycemia was addressed by the corrective algorithm, after which customer care facilitated a full reset, re-pairing to the mobile device, and guided setup using the cgm code. Symptoms included nausea, shakiness, and sweating during hypoglycemia. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education. Investigation of this case revealed cause unclear for both hypoglycemia and hyperglycemia, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.